Manufacturer narrative:
A ge representative evaluated the system and replaced the interconnect cable and the lemo connector. The system operates as intended.

Event description:
The customer reported, the main frame will not boot up. No patient injury was reported.